Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2012 allegedly due to elevated cobalt chromium levels. The acetabular cup and femoral head were removed and replaced.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2010. Subsequently, a revision procedure was performed on (B)(6), 2010 allegedly due to elevated cobalt chromium levels. The acetabular cup and femoral head were removed and replaced.

Manufacturer narrative:
This medwatch, 0001825034-2012-02441, is a duplicate of medwatch 0001825034-2013-04204. This medwatch, 0001825034-2012-02441, is considered closed at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces."this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-02441 & 02442).